Event description:
It was reported that an alarm 2 followed by alarm 26 occurred due to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to disconnect the tubing and pigtail and deliver a bolus several times; eventually, the issue was resolved after loading a new, empty cartridge onto the pump and successfully delivering a 9-unit bolus. The customer was advised to replace supplies as necessary and resume insulin therapy.